Event description:
It was reported that an asymptomatic patient presented to clinic, upon interrogation, the pulse generator exhibited backup vvi. After re-interrogating the device, normal function resumed. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.